Event description:
This lead's is-1 portion was capped for high thresholds. The df-1 portion is still being used. There were no reported adverse pt effects. If add'l info becomes available, this report will be updated.